Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family was reported via phone call that, the customer had high blood glucose. Blood glucose was at 400 mg/dl this afternoon and pump alarmed a blockage and changed his infusion set and his cannula was bent so he did not receive the insulin and he received another insulin blockage again and updated the information to show he is the owner of the insulin pump. Customer declined troubleshooting for the high blood glucose. Assisted customer in performing a 5.0u fill cannula and the insulin exited. Customer advised to call when he notices the high blood glucose or the alarms are going off on the pump so that we can troubleshoot the situation at that time. The device will not be returned for analysis.